Manufacturer narrative:
The specimens were collected in lithium heparin tubes with gel and centrifuged at 3,700 rpm for 11 minutes. The customer repeated all accu tni samples from the last 24 hours on a different instrument and all results correlated with the original results. This is the only result being questioned. Qc was within specifications before and after the event. A system check performed on 05/15/2009 passed. A field service engineer (fse) was dispatched: the fse inspected the instrument and found the peri-pump tubing and the second mixer pinch roller to be worn. The fse performed a preventive maintenance (pm) and replaced parts. The fse verified the instrument per established procedures. Although parts were replaced, the root cause of this event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained a false negative result of 0.00ng/ml for troponin (accu tni) on one patient's sample. The negative result did not match previous or subsequent very high results, in the range of 18.13-83.27ng/ml, from the same patient. The negative result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.